Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component; p/n: 00598004702, l/n: unk; stem extension replacement screw; p/n: 00598009000, l/n: 60568785; taper stem plug; p/n: 00596009900, l/n: 60595245; articular surface; p/n: 00596204010, l/n: 60485756; unknown patella component. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00744, 0001822565 - 2020 - 00745. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure due to a tibial component posterior collapse after patient fell. Subsequently, all components except for the patella were explanted. No additional patient consequences were reported.